Manufacturer narrative:
This device referenced in this report was returned to olympus medical systems corp. And is under evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the error message was displayed and the endoscopic image of the subject device disappeared when about one hour passed during an unspecified laparoscopic surgical procedure. The error message means that reading image information from buffer has failed. The user repeatedly turned off and on the device and the image once recovered, but the image disappeared again five minutes later. The user replaced the subject device with another one and the procedure was completed. There was no patient injury associated with this event reported.